Event description:
The customer reported the rollstand broke. There was no report of user / patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a bolt broke on a vs4 premium roll stand. No patient or user harm was reported.